Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.5/3.5/072 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation not associated to a low vault was observed. Unable to rotate lens. On (B)(6) 2023 the lens was exchanged for a same length lens, this resolved the problem. Cause of the event is reported as patient related factor; something stuck in sulcus. Reportedly, vision is clear. Patient has no complaint.